Manufacturer narrative:
Pump received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Unit passed self test. Pump received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had high blood glucose, no delivery alarm on the pump and act button was hard to push. The blood glucose at the time of the incident was 216 mg/dl and current blood glucose was 231 mg/dl, the customer had 67 mg/dl and treated with orange juice and for blood glucose 216 treated with tried to give himself a bolus. The symptoms related to their high blood glucose was weak. The drive support cap appears normal (slightly indented). The customer was assisted with troubleshooting. The device will be returned for analysis.